Event description:
Problem with the small clamp. It does not "catch the line". The product was in contact with the pt but there was no pt injury. The event did not lead to a significant increase of surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on 06/15/2015. Methods: review of complaint history. Results: no device traceability was provided and no product was returned. The integra complaint database for the integral drainage set (ids) was reviewed since january 2013. No similar complaint was reported apart one from the same hospital in 2014 (B)(4). Over (B)(4) ids have been sold since 2013. This leads to a complaint rate of (B)(4) for the ids. Conclusion: the hospital reported the same problem than in their previous complaint. Small clamp does not catch the line. Complaint concluded the likely cause was related to a wrong manipulation of the clamp when pressed with a rotational force the wrong way, the clamp can be closed with tubing pinched or without pinching the tubing. In this last case, the tubing is open, and is visually noted that the clamp is not centered and not correctly placed. It is considered the same cause led to the present complaint. The complaint is unverifiable given the long history of safe use of the product, since there is no product manufacturing defect and since the involved clamp is a standard component designed for tubing like the ids tubings, no further investigation nor corrective action are deemed required.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. Product still in use on the pt. An investigation has been initiated based upon the reported info.